Event description:
A reporter/layperson spoke with a customer care advocate, cca, on july 11, 2008 regarding his mother's (pt/layperson) one touch ultra meter. The pt perceived that she was unable to test when she saw the last result on the display. If a pt presses the m button after inserting a strip, the meter goes to memory. The cca resolved the issue and replaced the meter. This senior medical affairs specialist spoke with the reporter on july 24, 2008 to confirm and obtain add'l info. The reporter confirmed that the pt was reportedly light headed and complained of frequent urination and a dry mouth after the alleged issue began few days before contacted cca. Reportedly, the pt sought advice from her physician who did not treat the pt, who takes neither oral medication nor insulin for her diabetes. The reporter had no other info to share. Because the pt allegedly had symptoms that can be associated with hyperglycemia after the perceived issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.